Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to another device. This complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy first occurred at 5:52am on (B)(6) 2016. At this time the patient obtained a blood glucose result of ¿13.4mmol/l¿ on the subject meter and a result of ¿10mmol/l¿ on another device, within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and in response to the alleged high result the patient increased their dosage of novorapid insulin by 10 units at 6:05am on (B)(6) 2016. The patient did not develop any physical symptoms as a result of this, nor did they require any form of treatment due to the alleged product issue. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue could not be resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.